Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention maybe undertaken at a later date.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6)2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction a4- weight

Manufacturer narrative:
Correction codes- type of investigation and investigation findings.